Event description:
It was reported that: pt was ventilated with a mask. Due to pt's body movement, the mask came off the tube. The ventilator generated alarm, but the pt died.

Manufacturer narrative:
The ventilator, the device log and the mask were requested for investigation. We received the answer that these things cannot be made available. The hosp did not allege any contribution of the device to the reported event. As reported, the ventilator realized the leakage and generated alarm. This is the specified behavior for the reported situation. Based on the available info, the MFR concludes that no device failure has contributed to the reported event. If material or more info should be made available for investigation, the MFR will report new facts in a f/u report.